Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported she was occupying the motorized wheelchair while being transported in a motor vehicle. Additionally the end user reported that the motorized wheelchair may not have been properly restrained in her van by a family member who was unfamiliar with using the tie downs. The owner's manual warns, "do not sit in your power wheelchair while riding in a motor vehicle, even if the chair is secured to the vehicle and you are using the chair's restraint".

Event description:
End user alleges while occupying the motorized wheelchair during a motor vehicle transport the unit slid when the driver made a turn and she injured her head. Allegedly, as a result of the incident the client was hospitalized.